Manufacturer narrative:
The trigger could be made to catch when the safety was actuated, due to corrosion in both the trigger and safety bar assemblies. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.